Manufacturer narrative:
Although it has been indicated that the used catheter will be returned to navilyst medical for eval, it has not yet arrived. Upon receipt of the sample/ completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by end user hospital, there have been two occurrences where, post-procedure, cracks in 5f valued PICC devices resulted in "leaking through the catheter external to the pt." No pt complications were reported. It has been stated that a used sample will be returned to navilyst medical for eval.